Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06090, reference MFR report: 1627487-2013-06092. The pt has three ipgs. It was reported, the ipg for left inguinal hernia is not communicating with the programmer or the charger and the pt does not have stimulation. The pt has scheduled an appointment with his physician to determine the next course of action. F/u is pending.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.